Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to (B)(6) the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a recent event involving a patient. No further details about the patient or the event were provided by the customer.

Manufacturer narrative:
Physio-control downloaded the electronic records from the event which confirmed that the device powered off multiple times; however, the cause of which could not be determined. As a precaution, physio replaced the device's battery pins and the battery contact assembly.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.